Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Due to the sample's condition, the blood in the tubing couldn't be flushed out to evaluate the leakage defect. Upon visual inspection of the returned sample, blood was observed both inside and outside the tubing. However, it is hard to determine the source of the blood outside the tubing. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: leaking blood. Detailed inquiry description: blood was being administered; tuning had been attached to the ports cap rightly. As blood was running, blood was leaking out of the tubing. Could not figure out where but was coming from location of where the cap and tubing connected. No injury reported.